Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the imaging system trackers could not be seen by navigation system. It was reported that the navigation system was able to see patient reference frame and there were no lights impeding sight between the camera and trackers. Rebooting the image acquisition system (ias) resolved the issue. The procedure was completed with the use of imaging. There was a delay of 5 minutes. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.